Manufacturer narrative:
Findings: nit received with blank display, problem isolated to lcd board. Unable to perform operating currents, self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and peeling address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank screen. They changed the battery but it did not resolve the issue. The customer¿s blood glucose level was 78 mg/dl. Troubleshooting was performed but the display did not return. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.